Event description:
The cypher select + 2.50x13mm could not cross a tortuous lad lesion. The physician successfully used another stent of the same size. The complaint stent was found to have its distal struts uplifted upon return to cordis and as per the qualrap, this occurred during the procedure when the unit would not cross the lesion. There was no report of pt injury.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint.